Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was requested to be returned for evaluation and repair. Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ catalog number07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190. (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas® liat® system (s/n (B)(4)). A customer from demark alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that on (B)(6) 2021 run # 7571 generated a sars-cov-2 positive, influenza a positive, influenza b positive result for a patient¿s sample. The patient was retested the next day and found negative on flow. During review of customer-provided data of cobas® liat® system (s/n (B)(4)) it was noticed that on (B)(6) 2021 run # 7609 generated a sars-cov-2 positive, influenza a positive, influenza b positive result for a patient¿s sample. No patient details were made available, and no harm or injury was indicated the results were not reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was returned for evaluation and repair. From the inspection of the analyzer data, it was identified that the analyzer background and baseline levels were stable throughout the dataset. (B)(6) was confirmed to have made potential false positive calls for all three targets of the scfa assay, due to incomplete pcr transfer. (B)(6) also made potential false positive calls for all three targets of the scfa assay due to incomplete pcr transfer. Based on the pit occurrence and the motion data analysis, a defect is suspected in the pcr-involved actuators. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. (B)(4).